Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was deactivated and subsequently explanted and the leads were cut due to endocarditis. Laser lead extraction was subsequently performed on the leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.